Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing, and no issues were noted. An integrity test was also performed on the connection between an in-lab titanium adaptor and the patient adaptor of the returned transfer set, and no issues or leaks were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. It was further reported the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.